Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm could not be verified due to constant motor error alarms. The device also had a scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that three days prior, the pump alarmed motor error and she also received a motor position encoder error alarm the day of the call. She stated that both alarms occurred after rewind. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.